Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a paroxysmal atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. The faradrive sheath and dilator were perfectly flushed/aspirated and prepared before insertion. Once the sheath was into the left atrium (la) the dilator was retrieved without issue and no air was present. However, when introducing a farawave catheter, a huge amount of air was entering into the sheath. We confirmed that the sheath was in the middle of the la, and no vacuum effect was happening. As the farawave or other device was inside the sheath the amount of air that entered and had to be aspirated. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
No outer abnormalities were noted. The sheath passed all leak testing and microscopy did not reveal any damage to the valves. The reported event was unable to be confirmed.

Event description:
It was reported that during a paroxysmal atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. The faradrive sheath and dilator were perfectly flushed/aspirated and prepared before insertion. Once the sheath was into the left atrium (la) the dilator was retrieved without issue and no air was present. However, when introducing a farawave catheter, a huge amount of air was entering into the sheath. We confirmed that the sheath was in the middle of the la, and no vacuum effect was happening. As the farawave or other device was inside the sheath the amount of air that entered and had to be aspirated. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device has been for laboratory analysis.